Event description:
It was reported that "there was a deposit when the product was checked before filling the chemical solution." The event occurred upon removal from package at the facility. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. Four photos and one sample were received for the investigation. In one photo a particle was detected. The sample was received in use condition and decontaminated with its original packaging and inside a plastic bag. The sample was visually inspected, and a particle was detected inside the sample. The failure mode was confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.